Manufacturer narrative:
Follow-up #1 date of submission 03/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was cracked and had stripped threads. The cap was unable to secure on to the pump; a test cap was used to complete investigation. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.